Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "system error 345" was not reproduced. A review of the event history log revealed "system error 345 - thermistor disparity" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined however, ultrasonic sensor required replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum infusion pump had system error 345 (thermistor disparity) before use in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.